Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, a black hair was observed inside plastic of the sealed hemopro 2 device. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question. The hospital is unable to provide an exact event date; however, the event took place on either (B)(6) 2013 or (B)(6) 2013.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).